Manufacturer narrative:
Combination product: yes. The affected orsiro mission stent systems were not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies or other relevant clinical information could not be obtained. Review of the product release documentation confirmed that the devices were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the reviewed documentation no device deficiency or manufacturing-related root cause could be identified.

Event description:
15 days after initial treatment with placement of two orsiro mission drug eluting stents in a mildly calcified lesion (95 percent stenosis degree) in the mid rca, the patient was transferred to the hospital with an acute inferior myocardial infarction. During the emergency cag, a complete thrombus occlusion was noticed on the distal part of the rca. After repeated aspiration and balloon dilatations, timi 3 flow was obtained. An aortic balloon pumping (iabp) was inserted to secure coronary artery blood flow. Two days later the iabp was removed. Patient was discharged home. The second stent is reported separately.

Manufacturer narrative:
Combination product: yes.